Event description:
Reprocessed trocar from sterilmed came apart during laparoscopic case. This trocar appeared fine, was inserted without difficulty by surgeon then it was noted the trocar was leaking co2 from around the top of the trocar. Surgeon and staff noted the trocar was broken between where the white top of the trocar meets the clear body of the rest of the trocar. No pt harm but surgeon had to put in a new trocar. Four trocars were opened at start of case. The following job numbers were on packaging of trocars, not sure which one was the problem trocar since they were all opened at beginning of case: (B)(4).